Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter phone number and email address are unknown. A device history record (DHR) review was conducted for part: 03.037.030, lot: 9817438: manufacturing site: (B)(4), release to warehouse date: 24.jun.2016: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the tfna screw and the extraction-instrument for tfna screws are jammed as complained. There are no damages are visible at the extraction-instrument, while the attached tfna screw is badly damaged. Functional test: the devices are completely jammed. It was during the investigation not possible to disassemble the devices with a big wrench. Therefore, no function test can be performed. The complaint condition that the lag screw cannot be taken off extraction instrument can be confirmed. Dimensional inspection: the relevant dimension cannot be checked as it is not possible to separate the devices. The review of the manufacturing documents has shown that the relevant dimension are checked during the manufacturing process. Summary: the complaint condition is confirmed as the devices are jammed as complained. The manufacturing documents were reviewed and no complaint related issues were found. This lot of (B)(4) pieces was manufactured in june 2016, all devices are shipped and we are not aware of any other complaint for this article- and lot number combination. Based on these findings and as it was possible to insert the extraction-instrument into the tfna screw with a finally successful removal of the screw a manufacturing related issue can be excluded. The damages at the tfna screw indicate that the device was exposed to very high forces and it can be assumed that these forces did finally lead to the jamming between the screw and the extraction instrument. It is also possible that the surface on top did get damaged while the end did get deformed with the incorrectly inserted tfna screw inserter. In addition the fact that the devices have a left hand thread may have played a role, as it is possible the extraction instrument was turned in the wrong direction during the disassembling attempt. In this relation the relevant tfna surgical technique can be mentioned, where on page 73 is stated that the extraction instrument should be rotated clockwise for screw removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent surgery for a fracture of the proximal femur. The surgeon inserted a trochanteric femoral nail-advance (tfna) screw, but once in, determined that the lag screw was too long. The surgeon decided to undo the screw with standard instruments, however, due to the patient¿s tough bone, the screw would not come out. The surgeon then used an extraction screw, following the usual technique. The removal set had to be located, causing a twenty-five (25) minute surgical delay. The screw was removed successfully, however the instrument is still engaged to the lag screw that was removed, and it cannot be taken off. Surgery was completed successfully with a twenty-five (25) minute delay. There was no harm to the patient, and patient outcome is good. This report is for a helical blade/screw extractor. This is report 2 of 2 for complaint (B)(4).